Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm logs were performed. The damaged power supply printed circuit board (pcb) was identified during the functional testing. The cause of the condition could not be determined. To correct the condition, the power supply pcb was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flogard infusion pump was found with a damaged power supply printed circuit board. There was no report of patient involvement. No additional information is available.